Event description:
The titanium clips would not meet or cross once deployed. Second device opened and used without difficulty. Manufacturer response for ligaclip 10-m/l, ligaclip (per site reporter): they will send a replacement.